Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the right ventricular lead perforated the patient. The lead was explanted and replaced.